Event description:
From nurse's notes - "pt got up to use the restroom and noticed that the side of her leg was wet and noticed some dripping coming from the tubing on her taxotere. Chemo stopped, patient cleaned up, washed with soap and water. Provided with new pants. Advised her to wash her pants separate from other clothing when she gets home. Upon inspection, it looked like the smart-site connection was secure, but there was visible leakage around connection site. Pharmacy alerted and will re-prime with new tubing. Per dr. (B)(6), will continue with remainder of infusion." R.ph. Note - visually inspected connection, and all appeared secure. Slow drip noted from hospira tubing side opposite smart-site connection. Picture taken, but probably not helpful.